Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume food for the intended amount of bolus delivery. Review of the pump data logs by tandem technical support verified that the customer had requested a 3.8 unit bolus when the blood glucose (bg) level was 108 mg/dl. The customer's bg level was lowered to 45 mg/dl. Customer consumed carbohydrates to address bg. Customer acknowledged the issue was due to user error and pump was performing as intended.